Manufacturer narrative:
Concomitant medical products: unknown stent; unknown 0.014 guide wire. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of 5mmx15mm 142 palmaz blue peripheral stent aviator plus could not open in the patient¿s body. Therefore, it was replaced with another stent to continue the treatment. There was no reported patient injury. The device was opened in sterile field. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU. The device was prepped normally by maintain negative pressure. This was stent implantation case. The target site was the opening of vertebral artery. The access site was the femoral. There was no difficulty experienced in prepping the device. An ipsilateral approached was made. Vessel characteristics at target site has little calcification, no tortuosity, no acute angle, no bifurcation and with 65% stenosis. The device was not being used for treatment of a chronic total occlusion (cto). The difficulty required that only the reported product was removed. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. The sheath used was 7f cordis avanti+. An unknown 0.014 guidewire was used. A 7f vista brite tip guide catheter was used. Prior to inserting the sds in the catheter, the balloon was not inflated nor partially inflated. There were no kinks noted on the device prior to use. The length of the lesion being treated was 12mm. There was no difficulty encountered flushing the sds. The same indeflator was used successfully with other devices. There was no difficulty advancing the device to the target lesion. The balloon was inflated 2-3 times. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance while advancing the device. Excessive torquing was not required. There was no resistance while advancing the device over the guidewire. There were no kinks noted on the device during or after use. Force was never required when using the device. The product was removed intact (in one piece) from the patient. The patient did not experience any complications as a result of the failure with the device. Images were available for review. Three pictures were attached. At the first picture the product label is shown, where we can read that it is a palmaz blue product, the catalogue number is pb1550ppx, and the lot number is 17782207 among other device information. On the second and third pictures the unpacked device is observed with no visible damages and with the balloon without be inflated. The stent is still mounted on the balloon. No other details of the product can be noticed at the attached pictures. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during use of 5mmx15mm 142 palmaz blue peripheral stent aviator plus stent delivery system (sds) could not open in the patient¿s body. Therefore, it was replaced with another palmaz blue aviator plus to continue the treatment. Vessel characteristics at target site has little calcification, no tortuosity, no acute angle, no bifurcation and with 65% stenosis. There was no reported patient injury. The device was opened in sterile field. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU. The device was prepped normally by maintain negative pressure. This was stent implantation case. The target site was the opening of vertebral artery. The access site was the femoral. There was no difficulty experienced in prepping the device. An ipsilateral approached was made. The device was not being used for treatment of a chronic total occlusion (cto). The difficulty required that only the reported product was removed. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. The sheath used was 7f cordis avanti+. An unknown 0.014 guidewire was used. A 7f vista brite tip guide catheter was used. Prior to inserting the sds in the catheter, the balloon was not inflated nor partially inflated. There were no kinks noted on the device prior to use. The length of the lesion being treated was 12mm. There was no difficulty encountered flushing the sds. The same indeflator was used successfully with other devices. There was no difficulty advancing the device to the target lesion. The balloon was inflated 2-3 times. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance while advancing the device. Excessive torqueing was not required. There was no resistance while advancing the device over the guidewire. There were no kinks noted on the device during or after use. Force was never required when using the device. The product was removed intact (in one piece) from the patient. The patient did not experience any complications as a result of the failure with the device. Images were provided for review. The product was returned for analysis. A non-sterile unit of a blue/aviator/plus 5x15/142p pk sds was received for analysis coiled inside a plastic bag. Per visual analysis, the stent was observed mounted (not deployed) on the unit¿s balloon. Blood residues were observed inside the balloon. A kink was observed on the body/shaft of the catheter approximately at 94 cm from the strain relief. No other anomalies were observed. Per dimensional analysis the device was found within specification. Per functional analysis the balloon couldn¿t be inflated as expected due to the kinked condition observed on the body/shaft of the catheter. A product history record (phr) review of lot 17782207 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds inflation difficulty - in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the kink noted on the body/shaft during analysis. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.